Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad¿s button contacts and a discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. All keypad buttons were responsive. Removing keypad cover revealed contamination under all of the key contacts. The display screen also has a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).